Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show affected channels. The patient had issues since activation with sound quality with the device but reported that she is now doing better. Per trip report of the implantation surgery, the device was dropped while inside the inner package and tray. An integrity test will take place.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
In situ measurements showed affected channels. The patient had issues since activation with sound quality with the device but reported that she is now doing better. Per trip report of the implantation surgery, the device was inadvertently dropped while inside the inner package and tray. A full insertion was achieved at implantation. There has been no report of trauma or changes in health. Per new information received the user reported that she feels that the stimulator has moved. The user was re-implanted on (B)(6) 2017. It was stated in the device explantation report that the active electrode lead was severed during removal surgery.